Event description:
It was reported the patient is unable to establish communication between his ipg and the charging system. It was also reported the patient has not charged his system in an extended period of time. The patient is considering undergoing surgical intervention at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.